Manufacturer narrative:
(B)(4).

Event description:
It was reported that per telemetry, a pump memory alarm had occurred. The pump status indicated "non critical pump memory error occurred". All infusion settings were confirmed as accurate. The last refill/reprogramming was around april 14th. It was noted that the pt also has a lumbar stimulator that she used a remote to adjust. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.